Event description:
It was reported that the patient underwent an unspecified surgery using rhbmp-2/acs. Post-op, the patient developed "problems including pain, nerve injuries, and mental anguish." Additionally it is reported that the patient developed "sexual dysfunction including not able to obtain and hold erection. [And] significant pain when having to bend or twist during daily activities."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional info.

Event description:
It was reported that the patient underwent a l5-s1 transforaminal lumbar interbody fusion (tlif) and posterolateral fusion surgery l5 to s1 on (B)(6) 2011, using rhbmp-2/acs. Reportedly, the patient's post-operative period was marked by increasingly severe low back pain, right leg pain, numbness, tingling, and weakness. Since the revision surgery, the patient continues to suffer significant back pain and numbness, tingling in his right leg, pain, and weakness in right leg. The patient continues to have unrelenting lower back pain that radiates to his legs, he suffers from neurogenic bowel.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with l5/s1 spondylosis, degenerative disc disease, foraminal stenosis, scar tissue and underwent l5/s1 transforaminal lumbar interbody fusion/ posterolateral fusion using spacers, peek rods, local autograft/ bonegraft and rhbmp-2/acs.